Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter first name: information unknown/not provided. Manufacturer telephone number: (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that an intraocular lens rotated. The lens remains implanted. Pre-op: 20/25-1, dsc 20/40-2. Patient outcome: 1 week: 20/25, dsc 20/25-2; 1 month 20/25, dsc 20/25+2; 2 months 20/25, dsc 20/30. Additionally it was reported that lens axis was 175 degree on (B)(6) 2020 day of surgery and lens axis was 147 on (B)(6) 2020. The lens rotation issue first noted on (B)(6) 2020, 1 week post operation. The doctor is monitoring the lens and discussed the issue as well as the options with the patient on (B)(6) 2020. No visual issues or symptoms as a result of the lens rotation were reported. As of to date, no lens repositioning has been performed. No further information was provided.